Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the device, however the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.